Event description:
This lead was capped and replaced due to non-capture and impedance readings greater than 2000. The physician assumed that there was a fracture on the lead. Should more information become available, this report will be updated.